Event description:
It was reported that patient received unanticipated therapy for svt. The patient was asymptomatic and the morphology interpretted svt and sudden onset as vt. The issue was resolved by adjusting the svt detect criteria, and the device remains implanted.

Manufacturer narrative:
No medwatch form was received.